Manufacturer narrative:
H10: of the 11 reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03029. For the remaining 10 reported malfunctions, 7 lot numbers were provided and a lot history review was performed. No devices were returned for evaluation. Of the 10 malfunctions, 3 malfunctions provided medical records and two images. Perforation was confirmed for all three of these malfunctions. For the remaining malfunctions, the investigation is inconclusive for the patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. The product catalog number changed on one malfunction to md800j. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfye3499, gfyc0869, gfwe1125, gfvl0156, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven (11) malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The eleven (11) malfunctions involved patients with no known impact to the patient. Of the reported patients, three were female and one was male ranging between the ages of 57 and 64 years, and one patient weighing 191 lbs. The age, weight, and gender for the remaining patients was not provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, 2 were reassessed for reportability and determined to be reportable, as a serious injury, reported under emdr 2020394-2019-03029, and as a death under emdr 2020394-2020-03959. H10: the product catalog number changed for two malfunction to md800j. H10: for the remaining 9 reported malfunctions, 7 lot numbers were provided and a lot history reviews were performed. No devices were returned for evaluation. Of the 9 malfunctions, 5 malfunctions provided medical records and three of the medical records included images. For four malfunctions that provided medical records, the investigation is confirmed for perforation. For one malfunction that provided medical records, the investigation is inconclusive for perforation. For the remaining four malfunctions, the investigation is inconclusive for the patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfye3499, gfyc0869, gfwe1125, gfwd0790, unknown); g4. H11: g1, b5, h2, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The nine malfunctions involved patients with no known impact to the patient. Of the reported patients, five were female and one was male. Four patients' ages ranged between the ages of 57 and 64 years. The remaining age, weight, and gender for the patients was not provided.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model: md800f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The eight malfunctions involved patients with no known impact to the patient. Of the reported patients, six were female and two were male. Six patients' ages ranged between the ages of 56 and 64 years. The remaining age, weight, and gender for the patients was not provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, 3 were reassessed for reportability and determined to be reportable, as a serious injury, reported under emdr 2020394-2019-03029, emdr 2020394-2020-06439 and as a death under emdr 2020394-2020-03959. H!0: the product catalog number changed for two malfunctions updated to md800j. H10: for the remaining 8 reported malfunctions, 8 lot numbers were provided and a lot history reviews were performed. No devices were returned for evaluation. Of the 8 malfunctions, 7 malfunctions provided medical records and four of the medical records included images. For six malfunctions, the investigation is confirmed for perforation. For the remaining two malfunctions, the investigation is inconclusive for the patient device interaction problem. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfye3499, gfyc0869, gfwe1125, gfwd0790, gfxc3641). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 10 reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03029. For the remaining 9 reported malfunctions, 7 lot numbers were provided. No devices were returned for evaluation. However, medical records were provided and reviewed for one malfunction for which patient device interaction problem (perforation) was confirmed. Additionally, medical records were provided for two other malfunctions and are still being investigated. For the remaining malfunctions, the investigation is inconclusive for the patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfye3499, gfyc0869, gfwe1125, gfvl0156, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven (11) malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The eleven (11) malfunctions involved patients with no known impact to the patient. Of the reported patients, three were female and one was male ranging between the ages of 57 and 64 years and weighing between 191 and 197 lb. The age, weight, and gender for the remaining patients was not provided.

Manufacturer narrative:
For all eleven (11) of the reported information, no devices were returned for evaluation. However, for one (1) of the eleven (11) malfunctions, medical records were provided for review. The company is still investigating the issue at this time. The device is labeled for single use. (Lot number: gfwf2798, gfye3499, gfyc0869).

Event description:
This report summarizes eleven (11) malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The eleven (11) malfunctions involved patients with no known impact to the patient. Of the reported patients, two (2) were female with one (1) of (B)(6) years of age and the other's age not provided. The patient age, weight, and gender for the remaining patients was not provided.